Manufacturer narrative:
(B)(4). No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with laparoscopically assisted left and right salpingo-oophorectomy, extensive lysis of adhesions, cystocele repair, cystoscopy and foley cath due to sui. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, recurrence, organ perforation, bleeding and vaginal scarring. It was reported that patient underwent revision on (B)(6) 2011 due to exposure and dyspareunia. No additional information was provided.